Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met 86% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant medical products: 4076-52 lead, implanted (B)(6) 2010; 511211 boston scientific lead, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that the device experienced unexpected battery longevity. It was further reported that the patient received almost two hundred therapies during a four year period. The device was removed and replaced. No patient complications have been reported as a result of this event.